Event description:
Upon review of current risk documentation and previous similar events, it was determined that this failure mode with this device is not associated with a heightened patient risk. Therefore, this event is no longer reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction as there is no indication of the wire guide kinking during use with this device leading to an adverse event. No further reports regarding this event will be submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product identifier - gpn of device is unknown and was reported as a radial artery line. Device name: unknown "cook pressure monitoring catheter set and tray femoral artery ¿ nylon". This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown cook arterial pressure monitoring catheter was unable to be threaded over the wire. The inability of the catheter to be threaded over the wire resulted in "everything" bending while using a radial artery line to place a dorsalis pedis arterial line in the foot. It was later reported that the physician was unaware that a dilator was included in this tray. No additional harm to the patient has been reported.